Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached while inside of the pt at 127,000 joules. Per the customer, all fiber pieces were retrieved. No pt injury was reported.